Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited unusual signals simultaneously in all three channels. Upon investigation, the signals were not reproducible. X rays were performed, and the placement was good as the connections. The patient was hospitalized, and therapy was temporary off. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited unusual signals simultaneously in all three channels. Upon investigation, the signals were not reproducible. X rays were performed, and the placement was good as the connections. The patient was hospitalized, and therapy was temporary off. This crt-d remains in service. No additional adverse patient effects were reported.